Manufacturer narrative:
(B)(4). The onset of the peritonitis event occurred on an unknown date in (B)(6) 2013. Should additional information become available, a follow-up report will be submitted. This event is for the same patient as (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Follow up information: on an unreported date, the patient missed a day of dialysis. The exact cause of peritonitis was unknown. A review of all batch record documents was performed on potentially associated lot numbers gd894014, gd893891 and gd893743 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Event description:
This is report 2 of 4. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. Treatment was not reported. Peritonitis had not yet resolved. No additional information is available.